Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the arterial pump went off line, then came back on. The device was not changed out, as it rebooted by itself. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by data log analysis. The device was not returned to the manufacturer for evaluation, but was tested on-site by a manufacturer trained biomedical engineer (biomed). Per data log analysis, the arterial pump went offline, during priming then came back on. In the arterial pump log, the log starts with repeated "vmot voltage range error" and "display supply error" events until it reboots which stopped these events. From 08:57:05 am to 09:04:21 am the pump reports many "nic reports bad comm status to pod (41)" events. At 09:44:24 am the pump reports "nic reports bad comm status to pod (41)" again and appears to reboot again. The pump starts reporting many "vmot voltage range error" and "display supply error" events until it reboots again. There were not any other indications of a problem after this. Whatever caused these indications of a hardware issue were intermittent. The biomed tested the roller pump and was unable to duplicate the complaint condition. No additional action will be taken at this time.

Manufacturer narrative:
We switched the arterial pump with the pump that was used as cardioplegia (cpg). Since then, the pump has worked well. Software data logs were received on (B)(6) 2015 by the manufacturer for further evaluation. They were unable to duplicate the issue. All cables and modules were checked and there was no evidence of oxidation..